Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages/asystole event) has been confirmed. As received, the electrode belt failed a fall-off test. Upon investigation the v2 component inside of ECG "d" was shorted. The root cause for the shorted component was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "adjust belt" messages and false asystole events.